Event description:
A caregiver reported higher glucose scans using the adc freestyle libre 2 sensor compared to a competitor's brand meter. On (B)(6) 2021, the 5-year-old customer experienced belly pain and became pale and was provided "glucose gel 50 and tablets 50 and sumo" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh004wkf0r has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. Reprogrammed and attempted to active the sensor with evm(evaluation module). Sensor went back to sensor state 6. The sensor was de-cased and observed liquid contamination on the pcb(printed circuit board). Replaced the battery with a known good battery. The sensor was reprogrammed and activated with evm to perform linearity test. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation was performed on the returned product, and no physical damage was observed. Linearity test was performed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported higher glucose scans using the adc freestyle libre 2 sensor compared to a competitor's brand meter. On (B)(6) 2021, the (B)(6) year-old customer experienced belly pain and became pale and was provided "glucose gel 50 and tablets 50 and sumo" by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.